Event description:
Litigation alleges that the patient suffers from severe pain and discomfort, difficulty walking and standing, a clicking feeling and noise during movement, and increased chromium levels.

Manufacturer narrative:
The investigation remains closed, as the corrected information does not change the outcome of the investigation.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
**Update** (B)(4) 2013- medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.